Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states, "inadequate fixation at the time of surgery can increase the risk of loosening and migration of the device or tissue supported by the device."

Event description:
It was reported patient underwent an initial procedure on (B)(6) 2014. During the procedure, the toggle loc ziploop slip-knot loosened while the surgeon tried to block the graft. Another ziploop was utilized to complete the procedure.